Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt experienced a shocking/jolting sensation near her tailbone. She also felt pain near her implant side near her tailbone. It was noted that she lost 60 pounds. The pt was re-directed to her physician. The physician confirmed pt symptoms of shocking and new pain at the lower back ("coccygeal") and buttocks. He did attribute the event to the lead. It was noted that the pt lost 30 pounds and that she had a fall. The pt was evaluated on (B)(6) 2009 and reprogramming was attempted with no charge in pain symptoms. Impedances were checked. A revision of the lead was performed. Pt outcome was reported as non-serious injury.